Event description:
Describe event or problem. Resistance/friction.

Manufacturer narrative:
The report that we received from our affiliate indicated that a male patient of unknown age and weight underwent a coil embolization of a gastroduodenal artery. The vessel was moderately tortuous with no calcification. During the second coil (trufill complex 3mm catalog and lot number unknown) delivery the physician felt friction near the proximal marker in the prowler plus micro catheter (catalog and lot number unknown). He attempted to push the coil with a trupush (catalog #632774x lot# 41004025) but the pusher was kinked. Both the pusher and the micro catheter were removed. The procedure was successfully completed with a renegade (size unknown/bsj) and another trufill. There was no patient injury and no reported patient complications. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.